Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received wherein the lead was explanted and replaced to address the issue. During the procedure, it was determined that the lead was fractured.

Event description:
It was reported that the patient has high impedances on contacts 1-8. The patient has a history of falls. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.